Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The school nurse reported via phone call that the customer insulin pump had a motor error alarm and went to the hospital. The customer¿s blood glucose was unknown at the time of incident. Unable to gather addition information. The school nurse does not have the insulin pump serial number. The nurse was advised to have the customer's parent call us to troubleshoot. The insulin pump is not expected to return for analysis.